Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the balloon deflated multiple time. It did not seem to have a hole because was inflated at the end and harvester had to deflate it manually. A new device was opened to complete the case. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the balloon deflated multiple time. It did not seem to have a hole because was inflated at the end and harvester had to deflate it manually. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #(B)(4). Corrected sections: no, device is not a reusable device a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory for evaluation. An investigation was conducted on 11/06/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The silicon btt was observed to be intact. No other visual defects were observed. A mechanical evaluation was conducted. Air was inserted into the silicon balloon and the balloon inflated and remained inflated. There were no defects detected with the btt. Based on the returned condition of the device, the reported failure "inflation issue" was not confirmed.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the balloon deflated multiple time. It did not seem to have a hole because was inflated at the end and harvester had to deflate it manually. The hospital did not report any patient effects.